Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient¿s blood glucose (bg) reached in the 400's mg/dl while wearing the pod between 24 and 36 hours on unknown location. Spouse stated that the patient had not realized that the cannula did not deploy. The pink slide moved forward. The cannula was visible after the pod was removed.

Manufacturer narrative:
Although the cannula was stretched, the cannula assembly was deployed, and the needle completely retracted. No issues were noted that would result in a failure to deliver insulin or a needle mechanism failure. The reported events could not be determined.